Event description:
It was reported that the patient was having high impedances. The physician was uncertain as to what causes the anomaly. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg was discarded by the facility.